Event description:
It was reported by the customer that they received a call that a male patient had been found in the back yard by his wife. It is unknown how long the patient was down. The emt arrived on the scene with CPR was in progress. The screw attached pads to the patient. They did not observe excessive hair and indicated that it was a cold night, so the patient was not diaphoretic. The emt who was operating the device reported that the voice prompted to clear the area and analyzed the patient. It advised a shock decision and began charging. There was then a 15-20 second delay with no voice prompts or messages displayed. The voice then announced to clear the patient and push the shock button. The shock button lit up and was pressed. The emt indicated that nothing happened. This scenario happened a second time. At that time, the paramedics arrived to take over care of patient. The pads were removed from the patient and new ones put on. The patient was not resuscitated.